Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 1 1/2 months. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.

Event description:
Patient was readmitted for insertion of endotracheal tube and continuous mechanical ventilation. According to hospital discharge summary: date of admission: (B)(6) 2010. Date of discharge: (B)(6) 2010. Discharge diagnosis: atrial fibrillation, acute respiratory failure, encephalopathy, aspiration pneumonia, acute renal failure, profusion hypoxemia, heart valve replacement, and benign prostatic hypertrophy. Procedure performed: insertion endotracheal tube and continuous mechanical ventilation. History of present illness: this is a (B)(6) presented with shortness of breath and atrial fibrillation with rapid ventricular response. He is status post stenosis of the aorta repairs after having had a syncopal episode and bimalleolar fracture of the ankle. He, the morning of admission, began feeling shortness of breath but denied any diaphoresis and found to be in afib with a rapid ventricular response, admitted to a cardiac monitor. Had an episode of increased shortness of breath and respiratory failure and was transferred to the ICU, placed on the ventilator, and was felt that he had an aspiration pneumonia. Hemodynamically remained stable according to cardiac surgery. He was extubated after 48 hours. He gradually continued to improve and was seen in consultation by physiatry but did not qualify for transfer to the rehab floor, and it was quite apparent that he would need some rehabilitative therapy because of his weakened condition. He remained in the sinus rhythm and was transferred to skilled nursing facility for rehabilitative therapy. Patient was again readmitted to the hospital. According to the discharge summary from this admission: date of admission: (B)(6) 2010. Date of discharge: (B)(6) 2010. Discharge summary: this is a (B)(6) male who was just discharged to a skilled nursing facility 3 days ago, after a very lengthy hospitalization for mitral or aortic valve replacement, repair of a fractured ankle, aspiration pneumonia, in and out of atrial fibrillation, and exacerbations of his copd. He finally stabilized and was doing well for the first 2 days, and then his wife reports yesterday, he was confused. I was called on the morning of admission saying that his oxygen saturations were in the upper 50s and he was getting belligerent and hostile. I advised them to send him to the emergency room, where he was evaluated by dr. (B)(6), who tried bipap on him, but the patient would not tolerate that. He was in rapid atrial fibrillation. He then gave him some lorazepam, which zonked him and I was unable to get any further history from him. I discussed the situation with the wife, daughter, and daughter-in-law and I advised them of the poor prognosis here and they requested a dnr. He was alert, but confused and then developed blood in the stool with a drop in his hemoglobin and was transfused with 1 unit of packed cells. He has failed his swallowing evaluation and discussion was held further with the family who reiterated that they wished comfort measures only because of the poor prognosis. Gi was consulted, and they concurred that they did not want to pursue his hemoccult-positive stools. The patient was transferred to hospice care.

Manufacturer narrative:
Device not returned. Through follow-up with the health-care provider, a response was received. Unfortunately, no additional information was provided. It was noted by the surgeon that he was unaware that the patient had expired. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Although the exact cause of death was not provided, according to the medical records, the patient had multiple co-morbidities and was very ill. His prognosis was poor and his family signed a do not resuscitate order. The patient was transferred to hospice care and subsequently expired. There is no evidence that the edwards' valve cause or contributed to the patient's death.